Event description:
Customer reporting 4 false negative sars results for their spouse. Customer states their spouse became further symptomatic and tested positive at urgent care by other brand rapid antigen and pcr (unknown timeframe between initial testing and urgent care testing). Customer states they used this test and received a positive result when becoming symptomatic. Report 1 of 4 customer reporting what they feel are 2 false negative sars results. Customer states they took two tests in the morning and received negative results. Customer then took another brand rapid antigen test later in the same day and received a positive result. No confirmation testing has been performed. Customer states they are symptomatic and has had a known covid exposure. Report 4 of 4.

Manufacturer narrative:
Investigation conclusion a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.